Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump over-delivered. The patient's blood glucose was 24 mg/dl at the time of incident. The customer's breathing was nearly stopped. The customer treated with food. The caller stated that the reservoir was unexpectedly empty. Troubleshooting was initiated for the over-delivery anomaly. The caller confirmed that the reservoir contained less insulin than what was displayed on the status screen. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The reservoir was not returned for analysis.